Event description:
It was reported that the unit was showing battery error (batt.error) and switching to battery when plugged in on an ambulance converter. The unit runs fine when on hospital power. Switched to another unit. (B)(4).